Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The mitraclip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult lock line removal and the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 3-4. The clip was placed on the leaflets, after the final arm angle, the lock line could not be removed. After some maneuvers, the lock line was able to be removed and the clip was deployed. The clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr returned to 3-4. A second clip was advanced in an attempt to stabilize the slda clip, however blood was seen coming from the esophagus; thus the second clip was not implanted, and the procedure was aborted. Per the physician, the bleeding was caused by the transesophageal echocardiogram probe and the mitraclip devices did not cause or contribute to the bleeding. There was no additional information provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. It should be noted that while the mitral regurgitation (mr) ultimately remained unchanged, the reported patient effect of worsening mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported physical resistance/sticking of the lock line could not be determined. The single leaflet device attachment (slda) was likely a result of the difficulty experienced removing the lock line. The unchanged mr appears to be due to the slda and thus related to procedural circumstances. There is no indication of product issue with respect to manufacture, design or labeling.